Event description:
The customer reported via phone call experiencing high and low blood glucose levels. The customer also reported having a diabetic ulcer on his foot. He stated that the infection was his fault because he had not had enough supplies to last him through the month. The customer's blood glucose reached as low as 61 mg/dl and as high as 226 mg/dl. He stated that he had given too much insulin for a meal. He noted that he went to the hospital for a central line put in his arm for liquidated antibiotics. He advised that it had nothing to do with the insulin pump. He declined to troubleshoot the insulin pump, stating he had no complaints. The customer's most recent blood glucose was 114 and 112 mg/dl on the day of the call. He was advised to call for assistance at the time of any issues to troubleshoot as necessary.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.